Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-02345, 03442, 03443, 03445). Not returned by patient.

Event description:
Patient underwent a left knee revision approximately nine months post-implantation due to a nickel and bone cement allergy. All components removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet acrom patella single 1/4 inch peg with wire catalog#11-150826 lot# 318320. Biomet oss tibial bushing catalog#: 150476 lot#: 984370. Biomet oss femoral bushings catalog#: 150477 lot#: 958490. Biomet oss locking pin catalog#: 150478 lot#: 531890. Biomet oss 12 mm tibial bearing catalog#: 150410 lot#: 601720.